Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to boot up. The philips applications was onsite but unable to proceed with training, could not access the equipment room due to a locked door and were unable to resolve the issue remotely. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the emergency stop button had been pressed, preventing the system from booting up. To resolve the issue, fse unlocked the emergency stop button and confirmed that the ups was installed on the system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.